Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter with an unknown coil. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a kink to the distal shaft 23.8cm from the tip. Microscopic inspection revealed damage to the exit notch. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device could not cross the lesion. The target lesion was located in the left anterior descending artery. A 5-in-6 guidezilla was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed damage exit notch.